Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion page. A technical support specialist (tss) accessed the station as cfn admin and reviewed the event viewer entries dated 11/18/25. Multiple ¿critical¿ and ¿error¿ entries were identified. A critical error with event ID 41 indicated that the system had rebooted without a clean shutdown, which could result from an unexpected stop, crash, or power loss. No additional failure reports were present on the device. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on carefusion page for over 5 minutes. However, there were no delays or adverse events or injuries reported based on this event.